Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds, low amplitudes, noise, oversensing and rising and falling pace impedance measurements that remained within normal range. It was discovered that the patient had undergone an open heart procedure during which the rv lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.